Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported the alleged issue began earlier in the day of (B)(6) (year not specified). The patient's daughter reported blood glucose results of "214 and 69 mg/dl" with the subject meter and an unspecified result on another meter (brand unknown), performed within 30 minutes of each other. Although the other result on the other meter was not specified, the cca noted the calculated the difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The daughter claimed the patient was not on any diabetes medications, but responded to eating more food and/or drink as result of the alleged issue. A couple of days after the start of the alleged issue, the daughter reported the patient fainted. However, it is not known what kind of treatment, if any, the patient received after the alleged issue began. At the time of troubleshooting, the cca noted an approved sample site was used to obtain the result from the subject meter, the unit of measure was set correctly on the meter, and the patient's testing procedure was correct. The daughter did not have the control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient's daughter claims the patient obtained inaccurate result (s) on the subject meter and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.